Manufacturer narrative:
Other applicable components are: product ID: 3888-45, lot# v255259, implanted: (B)(6) 2010, product type: lead; product ID: 3887-45, lot# v058481, implanted: (B)(6) 2010, product type: lead; product ID: 3887-45, lot# v060430, implanted: (B)(6) 2010, product type: lead; product ID: 3888-45, lot# v220468, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and radiculopathy. It was reported that the leads were implanted backwards. The patient had seen a couple of different doctors who have told him there is nothing they can do to fix the leads. It was noted that they could not find anyone who was willing to touch it or anything, so the patient was sent physician listings for their area. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient reported his device was never put in correctly to start with. The patient stated that surgery took longer than what they said. The patient stated the device didn't work right after implant and then had to send someone out and they reprogrammed it by reversing the polarity and it will worked on the patient's legs, but not on their lower back. The patient stated it always was shocking their lower back. The patient stated he doesn't turn the system up due to that issue. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.